Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed and passed evaluation. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The touchscreen anomaly was validated, where the touchscreen anomaly was confirmed. Subsequently the programmer was disassembled to isolate the anomaly components in the touchscreen assembly. When the lcd touchscreen laramie was swapped out with a known good unit, the product anomaly disappeared. This confirms a defective lcd touchscreen laramie caused the observed touchscreen failure.

Event description:
It was reported that this latitude programmer touchscreen was unresponsive, the screen could not respond. No adverse patient effects were reported. This programmer was return for analysis.